Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and the device will not power on. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and was able to verify the reported power issue.  It was observed that the device would not power on during evaluation. The cause of the reported issue was determined to be due to a failure of integrated circuit, designator u9 from the digital pcb assembly.

Manufacturer narrative:
Numerous attempts to contact the customer about their reported problem have been unsuccessful and no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.